Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a system component failure. The issue was resolved by replacement of the mtm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system presented error 23025 at the beginning of the procedure. The system was restarted, but the failure was still present. The technical service engineer (tse) checked the system event logs and confirmed the error. The tse instructed the customer to shut down the system, perform an emergency power off (epo), and perform some movements with the master tool manipulator right (mtmr), mainly on axis 3. When the system was restarted, error 23025 was still present. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator right (mtmr) was analyzed and installed onto a known good system where the error 23025 was triggered indicating fault on the axis 3 replicating the reported event. The mtmr was then installed onto a surgeon side console fixture test platform (sftp), where power up was found to be failing on the axis 3. Once testing was completed, the axis 3 motor was tested and verified as the source of the fault. The complaint was confirmed based on the failure analysis. The root cause is attributed to a faulty mtmr, axis 3 (elbow) motor. Error 23025 was triggered due the missing information from the motor encoder which provides the motor position during system startup. An open circuit cause by a damaged motor would not provide the required data.

Event description:
Refer to h11 for follow-up information.